Manufacturer narrative:
Philips service reinstalled the host pc, making the system operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system froze, which was resolved by host pc reinstallation on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.